Manufacturer narrative:
Siemens healthcare diagnostics inc. Has investigated the provided information to determine the cause of the discordant low prothrombin time (pt) patient result generated on the sysmex ca-560 analyzer. The cause of the event is due to improper mixing and handling of the sample. No product non-conformance nor system issue could be identified. The instrument and reagent are performing according to specifications. No further evaluation of this device is required. MDR 9610806-2018-00029 was filed for the same event.

Event description:
A discordant, low prothrombin time (pt) patient result of 13.1 seconds was generated on sysmex ca-560 analyzer. The pt result was not reported to the physician. Quality control was within range. The same sample was repeated twice on the same system and pt results of 32.0 seconds and 31.9 seconds were generated. The pt result of 32.0 seconds was reported to the physician. There are no reports of patient intervention or adverse health consequences due to the discordant pt patient result.